Event description:
A consumer's wife reported that her husband cannot see following intraocular lens (iol) implant surgery. She states he had bleeding during surgery. Additional info has been requested.

Manufacturer narrative:
The product has not been received for eval; the device remains implanted. Product history records could not be reviewed because the rptr did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional info has been requested. (B)(4).